Event description:
It was reported that the atrial lead impedance had been rising over the years and was noted to be high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg (B)(6) 2011. (B)(4).